Event description:
The customer reported a decrease in vaporization efficiency at 140,310 joules during a prostate procedure. The case was completed with a second fiber. The pt outcome was reported as "good".

Manufacturer narrative:
The device was returned to the MFR and analyzed. The customer's initial report of decrease in fiber vaporization efficiency, is not considered a reportable issue. Upon analysis of the returned fiber, the fiber's cap was found to be fractured and partially broken off, and showed signs of burning/over heating. Based on the analysis findings, the fiber condition would result in forward firing of the side-firing fiber, which has been identified as a potential safety issue. The root cause of the device failure was determined to be heat accumulation due to tissue contact and or anatomical/procedural factors encountered during the procedure. The product labeling warns that tissue contact, tissue probing and bending fiber at sharp angles may cause fiber damage or breakage. The components fiber and cap refer to the results thermal problem.